Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. The customer had not tested their blood glucose (bg) level but had symptoms of hyperglycemia such as vomiting and not feeling well. A correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found within the cartridge. The customer stated a cartridge change would be performed and declined any further assistance as well as a follow up call.